Manufacturer narrative:
The pt's attorney initially reported one composix mesh, which was filed with the FDA under MDR 1213643-2009-00362 when davol was originally made aware of the complaint. However, medical records were later received that identified add'l meshes. Based on a review of the provided medical records, a pt with a history of multiple previous hernia repairs underwent repair of a recurrent incisional hernia with a composix mesh on (B)(6) 2002. More than three yrs later, on (B)(6) 2005, the pt had a recurrent hernia repaired with another composix mesh. A third composix mesh was implanted on (B)(6) 2007. On (B)(6) 2007, all previously placed mesh was excised and the repair was made using a "marlex mesh". No product identifiers were provided regarding the mesh used in this procedure. The next day, the pt underwent evacuation and drainage of a subcutaneous hematoma. Currently, it is unk whether the device may have caused or contributed to the alleged event. The medical records indicate that the pt developed recurrent hernias both before and after implant of the composix meshes. Recurrence is stated as a possible adverse reaction the product's IFU, however, there is no indication that the recurrences were the result of a device failure. Additionally, no sample was returned for eval. Based on the info provided, no conclusion can be drawn. Refer to MDR 1213643-2009-00362 for info regarding the composix mesh implanted on (B)(6) 2002 and 1213643-2011-00389 for the composix mesh implanted on (B)(6) 2005.

Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2002 - repair of recurrent umbilical hernia with composix mesh. On (B)(6) 2005 - repair of recurrent hernia with composix mesh, lateral to previous repair. On (B)(6) 2007 - repair of two small recurrent hernias with composix mesh on the right and left sides of previous repair. On (B)(6) 2007 - excision of previously placed mesh, repair of recurrent incisional hernia with "marlex mesh." On (B)(6) 2007 - evacuation and drainage of subcutaneous hematoma.